Manufacturer narrative:
Lot/serial:(B)(4)

Event description:
On (B)(6) 2011, the patient was implanted with a gore tag thoracic endoprosthesis (tgt3115/(B)(4) and tgt3715/(B)(4)) using gore introducer sheath with silicone pinch valve to treat a thoracic aortic aneurysm. Prior to the stent grafts being implanted, total debranching procedure was performed to maintain blood flow to the branch arteries of aortic arch. Vessel injury was revealed during the procedure, and the vessel was repaired and a bypass procedure was performed. Two stent grafts were then deployed successfully, and the patient tolerated the procedure. On (B)(6) 2011, the patient developed paraplegia. A spinal drainage was performed and steroid was administered to treat the paraplegia. On (B)(6) 2011, the patient expired. It was reported that a possible cause of death is spinal shock. The patient was awakened in the ccu after the procedure. Later, the patient developed paraplegia, and spinal drainage was performed, which was followed by spinal shock. The spinal shock was followed by the circulatory insufficiency and bradycardia, and the patient expired. It was also reported that vasopressors were administered to resuscitate the patient, but the patient's blood pressure could not recover. Furthermore, the patient's condition had been bad prior to the procedure and got worse during/after the procedure.

Event description:
On (B)(6) 2011, the patient was implanted with a gore® tag® thoracic endoprosthesis (tgt3115/8330205 and tgt3715/8590305) using gore® introducer sheath with silicone pinch valve to treat a thoracic aortic aneurysm. Prior to the stent grafts being implanted, total debranching procedure was performed to maintain blood flow to the branch arteries of aortic arch. Vessel injury was revealed during the procedure, and the vessel was repaired and a bypass procedure was performed. Two stent grafts were then deployed successfully, and the patient tolerated the procedure. On (B)(6) 2011, the patient developed paraplegia. A spinal drainage was performed and steroid was administered to treat the paraplegia. On (B)(6) 2011, the patient expired. Any further details are unknown. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Details in the patient's death. Additional information regarding the patient's death has been requested.